Event description:
It was reported that the 9800 system low ma and filament regulator error messages during a case. The 9800 system had to be re-booted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament drive, image intensifier, power supply, and snubber board were replaced during the service call. The system was tested and found to be working as intended and put back into service.